Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found that the tamper seal was broken, a scratched lcd lens, missing battery door, corroded battery compartment spring, worn dso seal, worn uso seal, and worn overlay. An upstream occlusion alarm was found in the device's event history log. Nda testing was performed. Upon review, the reported problem was unable to be duplicated. It was determined that the root cause was due to the intermittent upstream sensor and the upstream sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.d3, g1, and g2 email is: (B)(4).

Event description:
It was reported that the pump exhibited an upstream occlusion. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.